Event description:
Complainant alleged that during biomed testing and routine preventative maintenance of the device, the device displayed a "pacer fault 116" message. The complainant indicated that there was no pt involvement in the reported malfunction.